Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the catheter was tangled. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd was advanced for ultrasound examination of the target lesion. Midway through the image, the catheter felt tangled and there was a moment of resistance during removal. Once outside the patient, a kink was noted 5cm from the catheter tip. The procedure was completed with another of the same device. There was no patient injury.